Event description:
It was reported that during a coronary stent procedure, the wire tip became caught in the stent and separated. The patient went to surgery where the tip was successfully removed. The patient status is listed as "stable".